Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited an anomaly during testing. The patient experienced arrhythmia. The arrhythmia was treated by the implantable cardiac defibrillator. The device was reprogrammed.